Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4: this product was distributed prior to implementation of unique identifier (UDI) requirements and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient is experiencing difficulty in charging the stimulator. The patient underwent implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.